Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a blood glucose low of 30 mg/dl while using the ilet, received glucagon prior to loss of consciousness, and was transported to the emergency department where a small dose of glucagon was administered; the patient was not admitted and blood glucose subsequently stabilized, with ongoing ilet use and a planned follow-up review with an educator, and the cause of the low was unknown. Symptoms included insufficiently characterized clinical effects associated with severe hypoglycemia. Outcomes included insufficiently characterized health impact beyond the treated event. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, no specific medical device problem identified due to insufficient information, and no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.